Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was shutting off and had blank display. The customer's blood glucose level was over 200 mg/dl. The customer's levels had been as high as 500 mg/dl. Troubleshoot was conducted and the display returned. The customer was advised replacement battery cap would be sent out.